Manufacturer narrative:
The complaint investigation for falsely depressed archtiect tsh results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data, and device history records. Return testing was not performed as returns were not available. A ticket search by lots indicates the reagent lot 25378ud01 performs as expected for the product. Trending review determined that no trends were identified for product for the issue. Historical performance in the field of the reagent lot 25378ud01 using worldwide data from customers in the field was evaluated. The median population result for this lot is within established limits, indicating that the lot is comparable to all other lots and performing acceptably in the field. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect tsh reagent lot 25378ud01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed archtiect tsh results for a (B)(6)-year old female patient when running on the archtiect i2000sr analyzer. The following data was provided (customer¿s normal range: 0.7-4.94 uiu/ml): sid (B)(6) = initial result = 5.5313 uiu/ml, repeat results = 4.4493, 3.7693 uiu/ml. The field service engineer (fse) arrived onsite and noticed through troubleshooting there were magnetic particles outside the soft cover of the reagent. The fse replaced the reagent and retested the sample and generated results of 5.7, 5.8 uiu/ml. No impact to patient management was reported.